Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to infection. This device is not expected to return. No additional adverse patient effects were reported.